Manufacturer narrative:
The ge service representative conducted an onsite investigation. The fluoro functions board was replaced and the software was reloaded. The voltage was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the system would lock up. No patient injury was reported.